Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
H3- device evaluation : lens was returned with moisture, in a microcentrifuge vial. Visual inspection found one of the haptics torn. Claim# : (B)(4).